Event description:
The facility reported an infusion pump with a failure code 810:11 which was reported to have occurred during patient infusion. The hospital representative stated that there were no reports of injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 20, 2007. Evaluation summary:evaluation of the device was completed by the baxter repair technician. The customer reported failure code 810:11, which occurred during infusion, was confirmed in the event history however could not be duplicated. Inspection of the device verified calibration and found the air in line printed circuit board (ail pcb) within specification; failure code caused by moisture on tubing. The device was tested by the repair technician.